Event description:
Epidural anesthesia needle 18g 80mm bent during the procedure. When conducting epidural anesthesia, stylet was removed when needle seemed to have reached supraspinous ligament, and lor syringe was loaded and needle was advanced slowly. As the pt was well set up, needle was advanced about 70mm but feeling of reaching epidural space was not obtained. So the doctor removed the needle and found bend at 2 places. One bent was around hypodermic part.

Manufacturer narrative:
We will submit the follow up report as soon as we finish investigation.